Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The patient reported that, she has recently had intense pain in her arms and legs along with surging stimulation from her interstim device. The patient has been doing heavy lifting recently and also believes she is getting diathermy twice a week. No further complication have been reported.